Event description:
It was reported that a progav 2.0 shunt system (#fx448t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an under-drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blockage while the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 is not permeable, a computer controlled test is not possible. Furthermore, the shuntassistant does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: according to the investigation results, a blockage and a non-adjustability of the progav 2.0 was detected. Furthermore an accelerated outflow of the shuntassistant was determined. The visible deposits led to the functional impairments. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was sent to the manufacturer and the investigation has been completed.